Event description:
It was the patient experience pain under the pump, especially when lying on the pump. The pain had been present since the pump was implanted. The patient felt the pump was too big compared to the previous pump. The patient did not like the pump because it was uncomfortable. The patient was currently using oral medication to address her pain issues, it was unknown if there was anything in the pump. Additional information received reported that the pump was too big and bulged from the skin; the skin stretched too much to go over pump. The patient also reported never having therapeutic effect and withdrawal both before with previous pump (see MFR report # 6000030201005484) and after implant of the current pump. The healthcare provider told the patient the pump "was not working" yet continued to refill the pump and try different medications. The patient was nauseated "all the time". The patient felt like she needed to throw up, but couldn't. The patient was also being tested for "many medical things". No patient treatment or outcome was reported.

Manufacturer narrative:
(B)(4)